Manufacturer narrative:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The patient had lal implants in both eyes, the right eye was the distance vision eye and the left eye was the near vision eye. After lock-in #2, completed on (B)(6) 2022, the patient complained of blurry vision in their left eye, stating that she needed to close her left eye while driving. The refraction target for the patient's left eye was -1.00d. The patient's vision during the follow-up visit after lock-in #2 on (B)(6) 2022 was mr: -1.00 -1.00 x075, and bcdva was 20/20. The light delivery device log files were reviewed by rxsight and proved to be unremarkable. The surgeon elected to explant the original lal and implant a new lal on (B)(6) 2023. Manufacturer reference #: (B)(4).

Event description:
The site reported that a light adjustable lens (lal, sn (B)(4), +25.0d) was explanted due to patient complaint of blurry vision in their left eye (os). Rxsight's first awareness of this event was on 02/08/2023.